Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that at the end of the charge session, the recharger displayed an information power on reset (por). The patient¿s therapy stopped due to the por. The por was not related to overdischarge. The patient did not have any recent medical test or emi environmental exposure. It was reviewed with the patient how to clear the por. The por was successfully cleared. The patient turned the therapy back on. The therapy was adequate. No further complications were reported or anticipated.